Manufacturer narrative:
(B)(6) 2023 - patient has a retained capsule; surgery is planned for the end of january / beginning of february. Frm-089 was received indicating that after a CT-scan with contrast, crohn's disease & small bowel stricture was found in the patient. (B)(6) 2023 - patient underwent surgery day before, and the doctors were unable to retrieve the capsule. The capsule was palpated in the small bowel, and they advised that the patient will pass the capsule without difficulty. (B)(6) 2023 - the doctor felt that the patient would now be able to safely pass the capsule and no further follow up was indicated. The patient was not advised to watch for capsule or attempt to collect it following his surgery.

Event description:
(B)(6) 2023 - patient has a retained capsule; surgery is planned for the end of january / beginning of february. Frm-089 was received indicating that after a CT-scan with contrast, crohn's disease & small bowel stricture was found in the patient. (B)(6) 2023 - patient underwent surgery day before, and the doctors were unable to retrieve the capsule. The capsule was palpated in the small bowel, and they advised that the patient will pass the capsule without difficulty. (B)(6) 2023 - the doctor felt that the patient would now be able to safely pass the capsule and no further follow up was indicated. The patient was not advised to watch for capsule or attempt to collect it following his surgery.